Event description:
A hospital in (B) (6), reported via a distributor that an mr290u autofeed humidification chamber had an overfilling problem. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: a performance test was done on the returned mr290u complaint device to check for water filling operation. Results: the chamber floats that control the water into the chamber from the water bag operated correctly, stopping the water just below the maximum fill line. A lot check revealed no other complaint of this nature for this lot number. Conclusion: the returned mr290u chamber functioned correctly. The reported overfilled chamber indicates that the chamber's floats were not controlling water from the water bag into the chamber. Transportation vibration during return of the chamber could have re-aligned the valve, allowing the chamber floats to operate again. The mr290 instructions for use indicates, the correct water level and advises the users to replace the chamber should the water exceed the limit line. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. (B) (4).